Manufacturer narrative:
This report is submitted on 24 january 2020.

Event description:
Per the clinic, the patient experienced recurrent infections at implant site and was treated with topical and oral antibiotics. The implanted device remains.